Event description:
It was reported that when using the bd pyxis¿ es server, patient profile was not crossing over for more recent entries. The issue was not consistent, and re-submitting meditech orders appeared to help the order entries cross over to the pyxis profile.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that some order messages were not processed due to non-concurrent errors triggered after the inbound processor service was unexpectedly restarted by the observer tool. A technical support specialist (tss) found that this disruption caused certain orders to fail to cross over to pyxis during that timeframe. The issue was resolved by disabling the observer tool task to prevent further unintended service restarts, restoring normal message processing, and users were advised to resubmit any missed orders for proper synchronization. The system functioned as intended after the technical support specialist troubleshot the device.